Event description:
It was reported that the syringe pump did not recognize bd plastipak 3 ml syringe. There was patient involvement however no patient harm.

Manufacturer narrative:
Correction: date received by manufacturer, date due. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe pump did not recognize bd plastipak 3 ml syringe. There was patient involvement however no patient harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the root cause for the reported syringe module not detecting the bd 3 ml syringe was not definitively determined. Accuracy tests was performed on the returned syringe module. The syringe module failed the first verification point of the plunger position accuracy testing. A calibration was performed on the returned device, it passed all the tests. After the completion of the calibration, preventive maintenance (pm) was performed via alaris system maintenance (asm) v12.5, the device passed all the tests with no sign of error or malfunctions. The device was powered on after completing the pm, and no message was displayed. Preventive maintenance was performed via alaris system maintenance (asm) v12.3, the device passed all the tests with no sign of error or malfunctions. On 30 november 2025 at 11:32 am the unit was selected, the syringe was monoject 12 ml, the rate = 2.52 ml/h and the vtbi was 1 ml, the infusion was started. At 11:56 am the infusion was completed. According to the technical troubleshooting guide from the bd alaris¿ technical service manual for syringe module and pca module v12.3.2, after performing calibration, it needs to be followed by a preventive maintenance. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported syringe module not detecting the bd 3 ml syringe was not definitively determined. However, a probable root cause could be attributed to insufficient calibration. Accuracy testing was performed on the returned syringe module and it was found that it was out of specification for the first verification point of the accuracy plunger position test. After calibration was performed the syringe module was observed working as intended. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe pump did not recognize bd plastipak 3 ml syringe. There was patient involvement however no patient harm.